Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 6/13/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens inside of the cartridge. The cartridge tip could be observed to be damaged, in a way consistent with a handpiece that was damaged during shipping. The cartridge and cartridge tip could be observed to be stretched out of round, consistent with a cartridge that had the lens advanced to the neck and tip of the cartridge, suggesting that the lens was advanced to the cartridge then was retracted. The plunger rod was inspected and could be observed to be bent, in a way consistent with a plunger rod that had excessive force applied to it. The handpiece was observed to be damaged at the plunger rod housing, where the lens module and handpiece meet. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issues could be identified. The cartridge was removed, and the lens could be observed to be rotated counterclockwise approximately 45 degrees. Viscoelastic residue was observed inside of the cartridge however, it was not dispersed throughout the length of the cartridge, suggesting that an inadequate amount of ovd may have contributed to the complaint and observed issues. The lens was removed from the cartridge, revealing that the lens was damaged and had a detached haptic. The lens was cleaned and, could be observed to be scratched. Conclusion: the complaint issue of dc-cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not available. Section a5: ethnicity/race: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had a scratched dcb00 intraocular lens. Additional information revealed that the scratch was noticed after hydration, prior to insertion and the lens did not make any contact with patient. There was no use error and the procedure was completed successfully using unknown backup lens. No other information is available.